Event description:
It was reported that the locking wire on the tibial insert would not allow the insert to seat in the tibial baseplate. It was reported that there was no delay in surgery, no medical intervention, and no adverse consequences.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding locking wire seating issues involving a scorpioflex total knee ps was reported. The event was confirmed. Device evaluation indicated that the reported insert, locking wire, inner and outer blisters, outer foil lid and outer packaging box were returned. The locking wire was not seated flush with the locking tab. An inspection of the locking plug which sits behind the wire shows a consistent horizontal indentation, which would indicate that the locking wire had been fully seated at some point. There are indentations on the post of the insert and on the locking tab where the wire would have been seated on the insert, indicative that an implantation attempt was made and this most likely damaged the locking wire. A review of the device history records for catalog: 82-3-0512, lot: 43309001: records indicate (B)(4) devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated there have been no other events for the reported lot. The exact root cause of the event could not be determined. No further investigation is required at this time.

Event description:
It was reported that the locking wire on the tibial insert would not allow the insert to seat in the tibial baseplate. It was reported that there was no delay in surgery, no medical intervention, and no adverse consequences.